Event description:
It was reported that during the sensor implant procedure on (B)(6) 2024 the sensor moved proximally upon attempted retraction of the guidewire. The physician refloated the swan catheter with the balloon inflated and was able to successfully bump the sensor off. The sensor settled slightly past the initial target location. The following day the patient obtained readings and it was reported that the sensor waveform was dampened. On (B)(6) 2024 a right heart catheterization with angiogram was performed to investigate potential reduced blood flow to the sensor. The angiogram confirmed the sensor is located in a small portion of the left pulmonary artery. No other potential causes of decreased blood flow were identified. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available as the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.